Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be a carotid artery angiography. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. An audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not have the thumb placed on the plug deployment button during retraction, and no excess force was needed to fully depress the button. The indicator window did not show any red color during retraction. One non-sterile vascular closure device 5f - us was received for analysis. Upon visual inspection, the unit was received already inserted into a non-cordis catheter sheath introducer (csi). The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dry blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received in the white/black position, and the cowling guard was found locked. No anomalies were observed during the analysis. During review, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. However, the functional test could not be performed since the unit was clogged with blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found to the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopical analysis was not needed since the internal mechanism was reviewed during functional testing. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanisms. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be a carotid artery angiography. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. An audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not have the thumb placed on the plug deployment button during retraction, and no excess force was needed to fully depress the button. The indicator window did not show any red color during retraction. The lot number was not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.